Event description:
It was reported during implant the left ventricular lead was unable to capture and appeared unstable in the select vessel. The lead was removed and no left ventricular lead was implanted at this time. The right ventricular lead was attempted, but the physician could not get the stylet all the way down the lead. The lead helix extended several times without rotation, while positioning the lead. The physician decided to remove the lead and implant another. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, the helix was blocked by the guide tooth, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared to have been damaged at implant. The analyst noted that the stylet was able to be inserted into the lead, however there was considerable resistance due to dried blood. It was also noted that the helix was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed).